Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the supraventricular coil (svc) of the lead exhibited high impedance. The impedance measurement on the right ventricular defibrillator coil also increased. Repositioning of the patient's arm resulted in varying impedance measurements. A fracture of the svc coil is suspected. Follow up with the physician's office revealed the svc coil was reprogrammed and patient will be monitored closely. The lead remains in use. The patient is enrolled in the biventricular versus right ventricular pacing in heart failure patient with (B)(6) study. No patient complications have been reported as a result of this event.